Event description:
Information received by medtronic indicated that the physician initially met resistance when inserting the cryoablation catheter into the sheath. Catheter was inserted and ablations were performed in the left superior and left inferior pulmonary veins. While positioning devices at the right-sided pulmonary veins, physician noticed air within the side port of the sheath. He immediately aspirated, removed the cryoablation catheter, placed a guidewire through the sheath wiring the vein for stability, then removed this sheath and replaced it with a second sheath. No other issues were noted with the second sheath and the procedure was completed without incident. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Deflection worked as per specification. The reported air ingress issue has been confirmed through testing; air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. The reported catheter/sheath compatibility and insertion issue was not reproduced with the test catheter. The cryoablation catheter used during the case was not returned. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.